Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us. The 510(k) number provided is of the device considered 'similar'. The evo-fc-8-9-8-b device of lot number c1484941 involved in this complaint device involved in this complaint was returned for evaluation, without the original packaging. The device involved in the complaint was evaluated in the laboratory on 25th july 2019. Flexor was found to be slightly kinked. Prior to distribution all evo-fc-8-9-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-8-9-8-b device of lot number c1484941 did not reveal any discrepancies that could have contributed to this issue. Upon review of complaints this failure mode has occurred previously with this lot #c1484941 however there is no evidence to suggest that this issue affects the entire lot #c1484941. The instructions for use ifu0062-5 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use ifu0062-5. A definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause of failure could be attributed to torturous anatomy, causing a build-up of pressure and resulting in the flexor kinking. As per additional information received "the length of the stricture was slightly long". According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaint is confirmed as the failure was verified in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Device was evaluated on the 25-jul-19: flexor kink confirmed. Event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿flexor kinked/ stretched/ broken/ compressed'. Plan of the procedure: placing the stent from just below the porta hepatis region to beyond papilla into duodenum. (Transpapillary placement.) A 0.035inch wire guide was placed in the right hepatic duct and the delivery system was advanced over the wire guide. The user started to deploy the stent when the distal marker was positioned in the right hepatic duct and the endoscopic marker was positioned at the appropriate site for transpapillary placement. Right after starting deployment, the user complained that pressing the trigger was very hard although it was previously confirmed that the directional button was fully pressed. He continued to press the trigger a few times, but the sheath was not moved. Then, a big cracking sound was heard, so the stent was retracted into the sheath and the delivery system was removed from the patient. The stent could be deployed outside the patient when the user tried, but it was confirmed that pressing the trigger was very hard during deployment. The rep who was present at the procedure suggested changing the device to the physician. Since there was no more 8mm x 8cm stent, the user decided to use 10mm x 8cm cook¿s evolution full-covered biliary stent instead. The trigger of the replacement device was also hard to press, but the stent could be placed with no problem. There have been no adverse effects to the patient reported.